Manufacturer narrative:
(B)(4). D10: cat# (B)(4). Lot# 3237965 delta ceramic fem hd 36/+6mm. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately five months post-implantation, the patient underwent a left hip revision due to two dislocations since primary surgery. Attempts have been made and no further information has been provided.